Manufacturer narrative:
Product ID: wr9220, serial# (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3 product analysis (B)(4): patient. Complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was that the wireless recharger has no status lights and does not seem to be taking a charge. Caller stated that they have left it on the dock for 2 days and still no lights, it will not power on. Did not ask about the circumstances that led to the reported issue. Caller confirmed green light was on the dock and caller stated they had even switched outlets to ensure it was not the issue. Caller attempted hard reset of the recharger and still no response. The issue was not resolved through troubleshooting. An email was sent to the repair department.